Manufacturer narrative:
The insulin pump was received with cracked case at display window corners and severely scratches at the display window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a scratch over the lcd display through the screen. It was reported that it was difficult for the customer to see the numbers on the screen of the insulin pump. The customer's blood glucose was 6.0 mmol/l. Nothing further was reported.